Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter shaft was torn. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. Slitting had started on the centerline on the hub of the delivery catheter. The shaft of the delivery catheter had tear marks from slitting. Slitting had terminated at 19.5 centimeters (cm) on the shaft of the delivery catheter. The shaft of the delivery catheter was kinked at 24.3 cm, 32.5 cm, and 41 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the slitter "got hung up" on the catheter and right ventricular (rv) lead. Subsequently, the rv lead became dislodged and was damaged. The slitter, catheter, and lead were not used and replacement products were used successfully. No patient complications have been reported as a result of this event.